Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the device, after which the same malfunction did not recur. The customer was advised to continue using the pump and to contact support if any malfunctions occurred again.